Manufacturer narrative:
Findings: unable to prime during the prime test due to faulty sensor resistor. Unit was received with missing end cap sticker.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. Customer states that there are no numbers on the screen of the device. The customer's blood glucose was 243 mg/dl at the time of the incident. During troubleshooting, the customer changed the infusion set and reservoir, but insulin continued to drip after letting go of the act button during prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.